Event description:
Related manufacturer reference number: 2017865-2023-42662. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was noted that the right ventricular (rv) and atrial (ra) leads exhibited signal artifact. Low impedance measurements were also noted on the ra lead. The rv and ra leads were eventually explanted and replaced during a scheduled procedure. The patient was in stable condition throughout.